Event description:
It was reported that during a vats procedure the surgeon fired the device three times and there were no staples at the proximal end of the staple line on all three firings. They were using blue cartridges on all three firings. The case was converted to open procedure and the case was completed. There was no further consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that four (B)(4) reloads were returned instead of an (B)(4). The reloads were received in good visual condition and unfired. The reloads were inspected for staple presence using a 10x microscope and were noted to be fully loaded with staples. The reloads were tested for functionality with a test device and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
A customer contacted baxter's technical service center reporting that the transfer set was leaking during drain 3 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient's caregiver (cg) in ending therapy and advised to notify the nurse of the transfer set leaking. The cg agreed to call the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with three (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.